Event description:
The hospital reported a malfunction during pre-use checkout resulting in loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
No report of patient involvement. Legal manufacturer: hcs madison - (B)(4).